Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices were misfiring.

Manufacturer narrative:
Additional information: post market vigilance (pmv) led an evaluation of two devices. The instruments were received sealed with the full complement of twenty clips each. Visual inspection of the instruments revealed no abnormalities. Functionally, the instruments were fired once in air and proper clip formations were confirmed. The remaining clips were then fired on test media with proper formation. The jaws and handles moved smoothly through their firing cycles and returned to the open position and each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices were misfiring. There was no patient harm.